Event description:
A report was received that the pt's precision system was explanted the day it was implanted. The pt has bad scoliosis and was not able to move her legs. The space on the lead site was too tight and it was giving the pt difficulties in her legs. The pt is reportedly doing well following the explant procedure and has full mobility.

Manufacturer narrative:
Explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during mfg. This is the final report.